Manufacturer narrative:
The stem that was implanted in the patient has not been revised and no other information provided apart from this complaint. The lot number was provided for the device, and the device history record was reviewed and found to be conforming. An updated report will be submitted once additional information is received. Zimmer reference number (B)(4).

Event description:
It was reported that the patient was implanted with an alloclassic stem on (B)(6) 2014. Approximately 1 month after the surgery, the patient suffered from an intertrochanteric fracture caused by a fall. On (B)(6) 2014, the patient underwent surgery. The surgeon re-fixated the femur by using a long greater trochanteric reattachment (gtr) device (zimmer product). In this surgery, the stem was not revised.